Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic ivor -lewis abdominal part one. Event description: laparoscopic surgery. Clip applier introduced into patient. One clip administered. No further clips available from the handpiece. New handpiece opened to complete the procedure. Clinical impact to the patient was unknown. The user resolved the situation by opening a new handpiece. Update on 22 may 2025: what was the case related to ¿ only one clip able to use from that laparoscopic clip applier for laparoscopic ivor -lewis abdominal part one. Surgeon --- [name redacted] date of surgery--- (B)(6) 2025. Was there any adverse effect on patient --- nothing I am aware. Was there any delay in the case --- there was no delay, I believe we had another one in the room. Correct me [name] if I am wrong. Exact nature of issue ---either no clip / not loading in the clip applier. Was the product complaint form submitted in riskman ----I believe [name] completed one on same day. Has the clipper been in the body cavity ¿ unfortunately yes. Patient status: no adverse event on patient. Intervention: the user resolved the situation by opening a new handpiece.

Event description:
Type of procedure: laparoscopic ivor -lewis abdominal part one. Event description: laparoscopic surgery. Clip applier introduced into patient. One clip administered. No further clips available from the handpiece. New handpiece opened to complete the procedure. Clinical impact to the patient was unknown. The user resolved the situation by opening a new handpiece. Update on 22 may 2025: what was the case related to ¿ only one clip able to use from that laparoscopic clip applier for laparoscopic ivor -lewis abdominal part one. Surgeon [name redacted] date of surgery (B)(6) 2025. Was there any adverse effect on patient --- nothing I am aware. Was there any delay in the case there was no delay, I believe we had another one in the room. Correct me [name] if I am wrong. Exact nature of issue no clip / not loading in the clip applier. Was the product complaint form submitted in riskman I believe [name] completed one on same day. Has the cliper been in the body cavity unfortunately yes. Patient status: no adverse event on patient. Intervention: the user resolved the situation by opening a new handpiece.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of the clip not loading into the jaws. No relevant non-conformances were observed during visual inspection. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.